Manufacturer narrative:
A steris service technician inspected the loading car and found sharp edges along the loading car. No issues were noted with the function or operation of the loading car. Due to the employees injuries the user facility insisted on a new loading car.

Event description:
The user facility reported that two employees sustained small cuts on their hands from sharp edges on their 66" loading car. The employees self-administered a band-aid and returned to work. No medical treatment was sought.